Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded cia aneurysms can be treated safely and effectively by ibds with preservation of antegrade flow to the iia.

Event description:
Article received: jongsma, h. E. (2017). Endovascular treatment of common iliac artery aneurysms with an iliac branch device: multicenter experience of 140 patients. Journal of endovascular therapy, 239-245. Purpose: to evaluate the efficacy, feasibility, and log term outcomes of the zenith zbis iliac branch device (ibd) to preserve internal iliac artery (iia) perfusion in a large dutch multicenter cohort. Per the article, deaths occurred during the study period.